Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Postal code: (B)(6), phone: (B)(6). Initial reporter occupation: interventional radiologist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient underwent an endovascular aortic repair (evar) on an unknown date where the following cook devices were placed: cook zenith low profile aaa endovascular graft main body. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (placed on the left, contralateral side.) Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (placed on the right, ipsilateral side.) Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (extending on the right, ipsilateral side.) During the review of imaging following a computed tomography angiography (cta) scan, thrombus was discovered in the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg extension placed on the left. The provider plans to use a competitors stent to reline the left limb. The right limb will be left occluded and femoral to femoral crossover will be performed. At the time of this report, the intervention date was unknown. The focus of this report is the thrombus in the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg that was placed on the left (contralateral side). Additional event information for this patient was submitted under reports with a patient identifier: (B)(6).

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: dr. Robert allen, interventional radiologist from canberra imaging group. John james hospital, deakin, australian capital territory, reported a right-side limb occlusion (event referenced in mfg. Report reference #: 1820334-2022-01542) in a cook graft that was detected via computed tomography angiography scan (cta). Imaging was provided and during the imaging review, the iliac leg graft extension was identified as being occluded. The complaint device was reported to be an unknown cook zenith alpha spiral-z endovascular leg placed as an extension on the right (ipsilateral) side. The patient was an 84-year-old male. He had undergone an endovascular aortic repair (evar) on an unknown date where cook devices were placed. Zenith low profile aaa endovascular graft main body (rpn: unknown, lot number unknown). Zenith flex with spiral-z technology aaa endovascular graft (rpn: unknown, lot number unknown). Zenith flex with spiral-z technology aaa endovascular graft (rpn: unknown, lot number unknown). It was reported that on a cta scan that there was a right-side limb occlusion identified in a cook graft. A reintervention was planned (date unknown) to address the occlusion. A competitor¿s stent (v12) was planned to reline left limb. The right limb was planned to remain occluded, and the completion of a femoral-to-femoral crossover was planned. Additional information was requested but was not provided for the investigation. The device was not returned to the manufacturer as it remained in situ. The focus of this investigation is the thrombus discovered during the imaging review in the left contralateral iliac leg graft. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, as well as a review of medical imaging provided, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, one post-operative imaging set dated 14jul2022 was provided for the expert image review by a member of the cook medical planning and sizing team on 21sep2022. Based on imaging review and a consignment note from 11dec2017, the devices placed in the index procedure and a reintervention were most likely the following: zenith low profile aaa endovascular graft main body (rpn: zalb-32-108, lot unknown) zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-24-74-zt, lot number unknown) placed on the right, ipsilateral side zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-13-107-zt, lot 7734707) placed on the right, ipsilateral side zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-13-74-zt, lot 8340613) placed on the right ipsilateral side zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-11-74-zt, lot unknown) placed on the right ipsilateral side zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-24-56-zt, lot unknown) placed on the left contralateral side zenith flex with spiral-z technology aaa endovascular graft (rpn: zsle-13-56-zt, lot 7944189) placed on the left, contralateral side during the imaging review, thrombus was identified in the main body graft. The ipsilateral right leg extensions (possibly a zsle-13-107-zt and zsle-13-74-zt) were both occluded (event captured in mfg. Report reference #: 1820334-2022-01571). Thrombus was also observed in the contralateral left leg extension (possibly a zsle-13-56-zt). The proximal edges of the ipsilateral and contralateral leg grafts were not aligned. The proximal edge of the first ipsilateral leg graft was placed 8 mm above the main body graft bifurcation. The proximal edge of the second deployed graft was placed 32 mm above the flow divider. The proximal edge of the first contralateral leg graft was placed 14 mm above the main body graft bifurcation. The second contralateral leg graft deployed was placed 33 mm above the flow divider. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for final product lot 7944189, graft lot sa7714161 and graft kit lot sa7543727 found no nonconformances. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.1 general: ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ successful patient selectin requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.5 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: ¿ claudication (e.g., buttock, lower limb) ¿ endoprosthesis: improper component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion ¿ graft or native vessel occlusion ¿ surgical conversion to open repair 7 patient selection and treatment: 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ patient¿s ability to tolerate general, regional, or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft 8 patient counseling information: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general: ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used should be maintained even in the absence of clinical symptoms (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, expert review of imaging provided by the facility and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the medical procedure may have contributed to the incident the image reviewer noted the overlap above the main body graft bifurcation with the ipsilateral leg graft bifurcation was 8mm and the overlap above the main body graft with the contralateral leg graft was 14mm. The IFU states, ¿excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis¿. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.